Event description:
Terumo medical corporation received the following reported information: the tr band was placed in the cath lab post procedure and upon making it to the floor for recovery the cath lab was called for bleeding. Initially, there was 13ml of air in the band. Upon arrival the tech noted that there was no air in the band, and they tried repositioning the band and inflated to 15ml of air and it immediately deflated. Another band was added without any problems. There was no harm to patient noted. The type of procedure performed was a left heart catheterization. It is unknown if heparin was given during the procedure. The estimated blood loss was less than 250cc. Additional information was received on 02sept2025: there was no noticeable damage to the device. It was between thirty minutes to an hour once the band was placed that staff noticed the loss of air. A 6fr glidesheath slender was used in the access site. The device was not manipulated before use in any way, not pre-use or during storage either. The device was stored in a drawer or cabinet as always.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab tech / registered nurse. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information received on 25sept2025: there were no sharp objects that the band came into contact with, and it is unknown if there was excessive wrist movement.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5, to update section d9, section h3 and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band and case label were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 6 ml of air left in the band. The sample was subjected to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the inflation tube at the connection tube. The sample failed leak testing. The sample was placed under the microscope to look at the location of the leak. Upon microscopic inspection, there is damage on the inflation tube at the connection tube. One tr band and case label were returned for assessment and the band leaked at the inflation tube near the connection tube. Upon microscopic analysis, there is damage to the inflation tube at the connection tube. The complaint can be confirmed for air leakage issues. The exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).